Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
The husband of the patient reported that the patient has been having hallucinations and hearing voices since their inss were replaced on (B)(6) 2016. Follow up with the healthcare provider (hcp) will be conducted in relation to the symptoms. Indication for implant is parkinson's dual and movement disorders. See related regulatory report 3004209178-2016-19787.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.